Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon 24ga x 0.75in catheter tip integrity this is a complaint about needle point integrity. According to the customer report there was a resistance during puncture, and puncturing was not possible. When examined under a microscope, the tip of the catheter was found to be deformed and appeared to be wavy. Customer has been using the insight for many years and has occasionally experienced problems like this one where the puncture gets stuck. When they opened the individual packaging and used the needle, there was no resistance, so they felt that there is a high possibility that it was a defective product. They would like us to check it out once.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the two potential batches. From the returned actual sample, tip spear was observed on the catheter tip. The assembly process was reviewed. If the catheter tip was torn during the manufacturing process, the defect would be detected and auto rejected by the inline tip spear 100% vision inspection system due to not meeting the tip quality requirement. While challenged with the complaint sample, the vision system was able to reject the sample. As current controls, there are daily outgoing inspection and 2 hourly in-process inspection in place to check for catheter tip damage. Unable to establish the actual root cause as the sample was returned without packaging.

Event description:
This is a complaint about needle point integrity. According to the customer report there was a resistance during puncture, and puncturing was not possible. When examined under a microscope, the tip of the catheter was found to be deformed and appeared to be wavy. Customer has been using the insight for many years and has occasionally experienced problems like this one where the puncture gets stuck. When they opened the individual packaging and used the needle, there was no resistance, so they felt that there is a high possibility that it was a defective product. They would like us to check it out once.